Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for right ventricular (rv) lead noise and one or more ventricular oversensing noise episodes were noted. The lead is still in use. No patient complications have been reported as a result of this event.